Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that a syringe of juvéderm voluma® xc had the needle disengage from the syringe during injection. Patient contact did occur. No injury to the patient or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: "2 needles present with the syringe. One used (with its needle cap), one unused (not opened), no defect observed to the plastic cap that encases the unused needle."

Event description:
Healthcare professional reported that a syringe of juvéderm voluma® xc had the needle disengage from the syringe during injection. Patient contact did occur. No injury to the patient or injector. The packaged needle was used.